Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving clonidine 96mcg/ml at 33.57cmg/day, bupivacaine 13mg/ml at 4.543mg/day and morphine 10mg/ml at 3.497mg/day via an implantable pump. The indications for use were other and non-malignant pain. The healthcare provider reported that a motor stall was seen at initial interrogation. The motor stall was active. The patient did not recently have an MRI. The patient was experiencing pain and it was a sudden change in therapy/symptoms. The healthcare provider programmed the pump to minimum rate mode. No further complications were reported.

Manufacturer narrative:
H6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. H10 ¿ the manufacturer¿s device registration system indicates the pump was replaced on (B)(6)-2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 11-oct-2018 from a healthcare professional which indicated the pump had been removed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 21-may-2018 from a healthcare professional who reported that the patient was hospitalized for pain control. The pump was set to the lowest rate in case it started again. Per the hcp the status of the pump was ¿still stalled¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the patient had withdrawal. No further complications were reported or anticipated